Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported a drainage problem. There was an increase of the icp. The hospital thought the problem was with the atmospheric vent of the drip chamber. There was a rise of air in the tubing to the ventricle which prevented proper drainage. It was impossible to drain the fluid from the drip chamber. The problem was not with the ventricular catheter. The affiliate believes that the device was changed to another one, no additional information at the moment.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was leak tested and a leak was noted at the top of the drip chamber. The device was also tested for flow using another collection bag since the eds iii was returned without the original collection bag. The flow was normal. Since the current quality inspection for these assemblies is set at 100% for tests, leaks and blockages, it is not possible to determine the root cause for the problem reported. A review of the history device records was not possible as lot number was unknown. The root cause of the problem reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was leak tested, a leak was noted at the top of the drip chamber. Since the current quality inspection for these assemblies is set at 100% for tests, leaks and blockages, it is not possible to determine the root cause for the problem reported. A review of the history device records was not possible as lot number was unknown. The root cause of the problem reported by the customer could not be determined. Trends are being monitored and a CAPA (corrective and preventive action) has been opened to investigate the root cause.

Manufacturer narrative:
4/17/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.

Event description:
Drainage problem. Increase of icp. The hospital think the problem is with the atmospheric vent of the drip chamber. There was a rise of air in the tubing to the ventricle which prevented proper drainage. It was impossible to drain the fluid from the drip chamber. The problem was not with the ventricular catheter. Affiliate reported that they think they changed the device and used another one. I've asked the hospital but do not have further details for the moment. 4/17/14 we recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. This report is being filed from malfunction to serious injury.